Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies with the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. The most recent complaint and smt presentation was reviewed and did not show that this product family exceeded its upper control limit for complaints. No further action is required. Trends will be monitored for this or similar complaints.

Event description:
It was reported that the patient's valve had been unintentionally reprogrammed multiple times since 2015 through airport security wands, puzzle toys, and a collection of refrigerator magnets. Valve was initially implanted in (B)(6) 2015 and issues began the following year. Symptoms of hydrocephalus returned after each instance: limping, headache, nausea, trouble sleeping, pressure on head/skull. In each instance the valve was reprogrammed by neurologist. The valve remains implanted. Standard setting is 90 mmhg. Unknown what the setting was suspected to have changed to. Most recent reprogramming occurred about 10 days ago.